Event description:
Info received indicates the bed is drifting down when the bed down switch is released.

Event description:
It was reported that during a ventral hernia, the device misfired; the staple would not stay in the tissue. A mesh was being used to repair the hernia. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Event description:
Literature: tassorelli c, buscone s, sandrini g, et al. The role of rehabilitation in deep brain stimulation of the subthalamic nucleus for parkinson's disease: a pilot study. Parkinsonism relat disord. 2009;15(9):675-81. Summary: this article presents an observational study of 34 pts who underwent bilateral deep brain stimulation (dbs) implant in the subthalamaic nucleus (stn) for the treatment of parkinson's disease. The pts were divided into three groups: acute (<1 month after implant), post-acute (1 month- 1 year after implant), and stabilized (>1 year after implant) based on the length of time between implant and referral to the neurorehabilitation unit. The pts were all treated with individualized physical, speech, and swallow therapy based on their initial assessment. Each pt showed significant improvement over baseline in at least one outcome measure. Reportable event: one pt in the acute group was referred to the neurorehabilitation unit due to brain hemorrhage.

Manufacturer narrative:
The software version of 5.01.00, categorized as unremediated.

Manufacturer narrative:
(B) (4)in the initial emdr, 6000001-2009-00941, the CAPA investigation number was incorrectly transcribed. (B) (4).

Event description:
It was reported to covidien on 09/28/2009, that a customer had a problem with a feeding tube. The customer reports that they needed to reinsert the feeding tube 2-3 times because they could not remove the wire. The customer placed the feeding tube, x-rayed the patient and was unable to remove the wire. A new feeding tube was utilized and inserted. The patient had retropharyngeal bleeding and was evaluated by ent. The customer indicated that they had not been following the instructions for use for this tube. The customer reports that the patient subsequently died of causes unrelated to this event.

Event description:
The facility representative contacted service depot to report a colleague infusion pump with failure code 810:11, which caused channel a to shut down while pumping on an unspecified date. The facility representative stated that this occurred during patient therapy. The facility representative believed that the patient was being infused with a saline solution when the device stopped infusing. The nurse heard a beep and found the infusion had stopped due to a failure code 810:11. The nurse manually opened channel a to remove the tubing and re-started the infusion on channel b. According to the customer, there is not an adverse event, patient injury or medical intervention associated with this report. There is no additional information available.

Manufacturer narrative:
(B) (4) the pump was returned and evaluated to baxter. The failure code 810:11 was confirmed on channel a. The root cause was a faulty ail pcb (air in line printed circuit board). The ail pcb was replaced. The pump was returned to the customer on 15 september 2009.

Manufacturer narrative:
(B) (4). There is a CAPA investigation associated with this report. (B) (4) during service, baxter technician discovered that the pump was found to have the channel a select key intermittent. The phm keypad was replaced for channel a. The pump was returned back to the customer.

Manufacturer narrative:
(B) (4)